Manufacturer narrative:
The vio dv electrosurgical unit (esu/generator) was initially examined by a member of intuitive surgical's technical support staff. They reported that error messages c-06, m-18, and m-11 had been displayed by the system. Error message c-06 indicated that there was an erbe communication bus (ecb) malfunction. The ecb is the digital communication interface on the esu. Error messages m-11 and m-18 indicated a malfunction of the cpu and sensor circuit board at the start and end of activation, respectively. The esu is in transit to erbe USA, inc. For an evaluation (note: no anomalies were found in the device history record (DHR) of the involved generator.). Nevertheless, a review of the reported incident information and initial check of the unit did not reveal any equipment problem that would have been associated with the pad burn. Specifically, the esu's neutral electrode safety system (nessy) needs to be checked and bovie would need to inspect/test the grounding pad involved for any defects. These evaluations may provide a better understanding of the possible cause(s) of the incident. If any conclusive determination is made regarding the cause(s) of the incident upon inspecting/testing the generator, a follow-up MDR will be filed.

Event description:
It was reported that a patient incident occurred with an erbe vio dv electrosurgical unit (esu/generator) during a davinci-assisted hysterectomy. The esu was used with the intuitive surgical robotic system and a bovie grounding pad (note: product specific information was not provided.). Grounding pads are also referred to as neutral electrodes, return electrodes, grounding or patient plates, etc.). No other information was provided regarding any other accessory used in the procedure or the esu settings employed during the surgery. Per the account, a third-degree burn was discovered under the grounding pad. To aid in the healing process, ointment and bandages were applied to the affected area.